Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2012. During the procedure, the blade of the disposable device slowed and eventually would not cut even though the blade continued to rotate. The device was able to morcellate an emesis basin full of tissue strips. A second like device was used.

Manufacturer narrative:
Additional information: conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The main housing was not returned for evaluation. When the returned trigger alone was attached to the motor drive unit and activated, the trigger operated as intended.

Manufacturer narrative:
(B)(4) - blade does not cut. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2012-00463 and medwatch 2210968-2012-00465. The same patient is represented in each medwatch.